Manufacturer narrative:
Updated fields - b4, b6, b7, d9, d10, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer replaced the unit and continued the treatment. There was no patient harm reported. Repair was performed by a third party.

Event description:
It was reported by the customer that during use, the cs100 intra-aortic balloon pump (iabp) unit had an alarm for excessively low negative pressure. Patient involved and there was no patient harm reported.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.